Event description:
It was reported that the patient was feeling "throbbing around and under the ribcage". Follow up indicated that the patient was experiencing diaphragmatic stimulation and the left ventricular lead was reprogrammed. The lead remains in use. No further complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).